Event description:
Problem device: freestyle libre 3. Dates: various since I got it, about two months ago. It does not work!! More often than not, it gives me error messages or merely two dashes instead of a blood glucose reading. I called the maker, abbott, and after they wrongly insisted the problem is the sensor (the problem occurs with every sensor I have used, so the problem is obviously the only constant -- the reader), they finally sent me a new reader. It does the same thing!!! Totally unreliable. Causes me problems because as a brittle type 1 diabetic, I cannot wait around for a defective device to decide to actually work to find out my blood sugar when it feels very off. I did not pay all that money for this expensive system only to have to use test strips anyway, which is what this garbage device forces me to do. I called abbott again when the replacement sensor they sent me had the same problems and they again insisted the problem is the sensor and are sending me a new sensor. I explained that the problem must be the reader not the sensor, since it makes no difference how many different sensors I use -- the reader more often than not still fails to give me readings . They need to take freestyle libre 3 off the market until they fix whatever is obviously very wrong with it!!!! Note: I used the freestyle libre 14 day system for a few years and never had such problems -- so I know how to apply sensors and how to use the reader. The problem is the freestyle libre 3 reader. Please help. Abbott tells me to use my smartphone instead of a reader. Due to my lifestyle, I am not able to use a smartphone. I need a reader, but one that actually works. Note: if they actually believed the problem is the sensor and not the reader, then they would not tell me to use a different device to read the sensor they (wrongly) claim is the problem. Reference report: mw5153834.